Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.

Event description:
Caller tested 4.1 inr on the coaguchek xs system while a comparison lab returned as 3.07 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system however test strips were not returned.